Manufacturer narrative:
Other applicable components are: product ID: 8780, serial# (B)(4), implanted: (B)(6) 2014, explanted: (B)(6) 2016, product type: catheter.

Event description:
Information was received from a healthcare provider via a company representative regarding a patient receiving fentanyl 600ug/ml at 299.74ug/day, compounded baclofen 750ug/ml at 374.68ug/day and lidocaine 0.1mg/ml at .04996ug/day via an implantable pump. The indications for use were intractable spasticity and multiple sclerosis. It was reported on (B)(6) 2016 the patient's catheter was cut at a back surgery unrelated to the drug infusion system. The physician ligated the damaged catheter. A whole new catheter will be implanted today on (B)(6) 2016 per the physician's discretion. Per the reporter for 36 hours the patient had not been receiving that it dose due to the damaged catheter and inquired what an appropriate dose would be for the patient the reporter stated that the patient was stable as he spoke with the patient and thought she was being supplemented with oral baclofen. There were no patient symptoms reported.

Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.